Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the personal diabetes manager experienced a battery failure that exploded. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's personal diabetes manager (pdm) exploded while being plugged into the charging station located in the patient's kitchen. According to the patient, the incident happened around 12pm there was a screeching noise and saw burning. Blood glucose levels were not effected.